Event description:
Revision surgery - the surgery was needed for a poly swap.

Manufacturer narrative:
The reason for this revision surgery was a poly swap. The length of in vivo service was 4.9 years. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 9 prior complaints reported against this part; summary of investigations: 3 for instability, 4 for infection. 2 for function. This is the first complaint against this lot number. This event and revision surgery is the result of wear to the tibial poly insert. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details of the explant wear. There are no indications of a product or process issue affecting implant safety or effectiveness.